Event description:
Nurse was inserting PICC line and after application of introducer noted guidewire was not extending through the distal end of introducer port. On removal of introducer, guidewire not visible outside of patient's arm/cut-down site. Patient required surgical retrieval of guidewire from left upper arm.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rexe0488 showed no other similar product complaint(s) from this lot number.